Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2000 mcg/ml, 240 mcg/day) via an implantable pump for intractable spasticity. On (B)(6) 2018, the patient's pump was replaced and the pump was filled with lioresal (unknown dose and concentration). On (B)(6) 2018, the patient experienced symptoms of withdrawal and increased spasticity following the replacement. Information received stated, "it was believed that the pump wasn't prepped properly during the replacement. There is some speculation regarding the fact that the patient was being treated with gablofen and was filled with lioresal during the replacement. It was unknown if the response had to do with the difference in drug". Diagnostics/troubleshooting that occurred stated, "patient was bolused and responded. Spasticity returned shortly after". Reported interventions stated, "the pump was emptied and refilled with drug and primed. The patient returned to baseline". The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient's status was alive - no injury.

Manufacturer narrative:
Due to imdrf harmonization, the previously submitted conclusion codes no longer apply to this event. The conclusion code was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018(B)(4), additional information was received from the manufacturer representative (rep). The lioresal used to fill the pump was 2,000 mcg/ml and programmed for a dose of 241 mcg/day. The rep clarified that the symptom of withdrawal the patient experienced was increased spasticity. The cause of the symptoms was improper fill at replacement.